Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) and stated he is not sure if the meter was working accurately. The results were 1.2 inr and 1.7 inr. The customer also reported he received a result of 6 without a unit of measure. Upon investigation, it was determined this was error code and not an actual result. The customer used different fingers to obtain the blood for testing. The results were not reported. The customer was not adversely affected. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The therapeutic range was 2-3 inr. Relevant retention test strips (lot 14457721) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable. The suspect meter and strips were requested to be returned for further investigation. Replacement product was sent.

Manufacturer narrative:
The returned meter was tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 3.8 inr, donor hct: 42% and 47%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.4 inr / 2.4 inr. Donor 2: masterlot / customer meter and masterlot, 3.8 inr / 3.8 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.